Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing pose capture, the surgeon observed that the values for varus/valgus positioning of the knee differed from that he observed clinically by about 10 degrees. Even after re-registering the bones, the perceived discrepancy remained. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). It was concluded that the software performed as intended and reflected an accurate varus/valgus angle; therefore, the issue probably resulted from the surgeon's perception of the position of the bones which can be affected by the disease state of the knee and the tension of the ligaments.